Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a skin reaction was reported. The sensor was inserted into the upper buttocks on (B)(6) 2019. The patient's mother stated on (B)(6) 2019, the insertion site had spots filled with pus and was infected. She contacted their general practitioner (gp) and was prescribed antibiotics for the infection. At the time of contact, the patient's skin was still sensitive, but the reaction had cleared. No additional patient or event information is available.